Manufacturer narrative:
Manufacturing and quality control data: the progav¿ 2.0 was manufactured by a qualified employee in february 2021. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav¿ 2.0 has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fx410t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: some deposits on the product, but no damages were detected. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav¿ 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is operating within the accepted tolerance in the horizontal position. Internal inspection: after dismantling of the valve, some deposits were found in progav¿ 2.0 result: it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our investigation, we are unable to substantiate the clinical claim of over -drainage. At the time of our investigation, the opening pressure of the valve was within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav2.0 valve (part # fx410t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operating in overdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Weight: (B)(6). Gender: male.